Event description:
Baxter "the transfer set needef to be replaced because of the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported set was placed in 05/2005," there was not pt injury or medical intervention associated with this incident according to baxter.